Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. The device was received for evaluation, in used condition without the alarm housing or reed. Functional test was performed. Alarm pressure readings were found to be within specification at all relief pressure settings. Performed initial test run over the course of 6 hours. Settings were varied during testing in an effort to replicate failure mode. Device functioned as intended. The reported issue could not be confirmed. The device was received missing the alarm housing and reed; this was deemed to be the cause of the reported issue. Action(s) taken to mitigate the reported issue(s): installed alarm housing and alarm reed and the device passed all functional tests.

Event description:
It was reported that the device would not ventilate. No patient injury was reported.